Manufacturer narrative:
Date of report: 10jun2019. Date received by manufacturer: 03jun2019. The customer screw reported that a screw fixing the v60 to the stand has broken at the main body side. The manufacturer¿s international service technician confirmed the reported broken screw issue. The manufacturer¿s international service technician replaced the cpu tray cover to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of this report: 03may2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported that a screw fixing the v60 to the stand has broken and cannot be removed. There was no patient involvement.